Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which a non-tapered driver broke during final tightening. The tip of the driver remains in the patient.

Manufacturer narrative:
The non-tapered torque driver was returned, visually and microscopically inspected. Upon review of the part, it was observed that the distal tip had sheared at the hexalobe feature in a clockwise deformity pattern. The fracture face was smooth and uniform, suggestive of sudden brittle fracture. The failure likely occurred in torsion.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a non-tapered torque driver broke during final tightening.